Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. A product development investigation was performed for the drill guide (part number 03.120.023, lot number 3642892). The subject device was returned with the complaint condition stating only the proximal broken shaft portion of the push pull reduction device was returned. The nut component was not returned. The shaft is broken mid thread. The returned shaft measures approximately 236mm in length (calipers) at customer quality (cq). The measurement is approximate due to the oblique fracture angle. Therefore, with reference to product drawing and length specification of 299.5mm - 300.5mm, it is calculated that approximately 64mm of the threaded tip has sheared off and was not returned. Whether this complaint can be replicated is not applicable as the device is already broke. The complaint is confirmed. A visual inspection under 5x magnification, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. No new, unique or different patient harms were identified as a result of this evaluation. Additionally, the calculated occurrence rate is acceptable with the applicable design and clinical risk management occurrence rate. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. No non-conformance records were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Push pull reduction instrument drawing and shaft component drawing were reviewed during this evaluation. No product design issues or discrepancies were observed. A root cause was not determined, however, the most likely cause is due to excessive force if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). Device is an instrument and is not implanted/explanted. Manufacturing location: (B)(4). Manufacturing date: march 04, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during an initial surgery of a distal femur fracture of the left leg, a pull reduction device for 4.3mm percutaneous drill guide broke. The broken tip of the part was not retrieved and left in the patient. The remainder of the device was taken out of the patient easily. The portion that broke was at the cortex of the left-femur. The surgery was completed successfully with a five (5) minute surgical delay. There was no medical intervention. The patients post-operative status was noted to be stable. Concomitant devices reported: va condylar plate (part unknown, lot unknown, quantity 1); aiming arm (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).